Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprostheses. Gore® dryseal flex introducer sheaths and a gore® molding & occlusion balloon catheter (mob) were used as accessories in the procedure. A16fr gore dryseal flex introducer sheath was inserted from the left femoral artery. A resistance was noted, but it was delivered to the lesion. A trunk ipsilateral leg endoprosthesis was deployed below the renal arteries. There were no issues in the patient blood pressure during the stent graft placement. During final angiography, the contrast seemed pooling near the proximal neck. Since the device size was larger in compared to the original treatment site / proximal neck size, a proximal type I endoleak was suspected. A gore® molding & occlusion balloon catheter (mob) was used for molding the proximal neck. Angiography was performed again and a proximal type I endoleak was not confirmed, but the contrast pooled at the proximal neck had gradually moved toward the proximal side. It was reported that there was no inflow into the aneurysm sac. Reportedly it may have dissected proximally from the distal neck and formed a false lumen within the proximal neck region. The physician decided to monitor the localized dissection without any additional treatment. The procedure was completed. Three possible causes of the localized dissection were reported: mob balloon touch-up after device placement, stent graft oversizing, and 16fr sheath insertion.